Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Pump malfunction was reported. The ams 700 ms pump was visually inspected and functionally tested. No leak was found. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The reported pump mechanical issues were confirmed through product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp) due to the pump was defective. Pump was explanted and replaced with a new ipp pump. Patient had a good outcome with no further complications. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The patient was not able to palpate the deflation button due to the pump was not efficient. Pump would refill slowly once compressed, and deflated without touching the deflate button.

Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp) due to the pump was defective. Pump was explanted and replaced with a new ipp pump. Patient had a good outcome with no further complications. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The patient was not able to palpate the deflation button due to the pump was not efficient. Pump would refill slowly once compressed, and deflated without touching the deflate button.